Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) for lot 5551467 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since no lot number was provided for the unknown device, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant and an unknown smooth gel breast implant prostheses. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants and baker grade iii capsular contracture of the right breast during an in-person exam with a medical professional. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2022. The date of implantation was provided to mentor as the best estimate. The devices associated with this file were returned to mentor, however, one device did not have any lot number engravings. The other device was engraved with lot number 5551467. There was no indication as to which device belonged to the right and left sides. As such, the devices could not be associated with either adverse event. Refer to manufacturing report number 1645337-2022-09875 for the contralateral event.

Manufacturer narrative:
On august 23, 2022, mentor microscopically inspected the shell of the unknown lot and discovered a faint engraving. The device was identified with lot number 5553616. However, since neither device could be identified as either the left/right device and the size/catalog information is the same for lot 5553616 and 5551467, the information for both devices are included in this report. Size: 325cc. Brand name: mentor memorygel breast implant. Catalog: 3503251bc. Lot: 5551467 / 5553616. A manufacturing record evaluation (mre) for lot 5553616 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 25, 2022, mentor completed evaluations on the returned devices. Evaluation of lot 5551467: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Additionally, an area of shell abrasion was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Evaluation of lot 5553616: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it identified a tear within an area of shell abrasion on the anterior view, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).